Event description:
It was reported the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 515 mg/dl. The customer was treated with a back up pen. The customer reported that she had a battery cap issue. The customer stated that they are unable to remove the battery cap on their insulin pump. The customer attempt to remove the battery cap with a large screwdriver. The patient stated that they were able to remove the battery cap. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.